Manufacturer narrative:
There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Manufacturer narrative:
(B) (4) the customer reported problem, "failure code of 403:317:871" which caused an interruption of therapy, was confirmed due to a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced. The pump passed all functional tests and was returned to the customer.

Event description:
Major pump unit(s) involved: external control system failure.additional text: bent pins on powder module cable.specific component(s) involved: other component malfunction.other component: power module cable bent pins.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of other component.implant device type: lvad.

Event description:
The facility reported an infusion pump with a failure code of 403:317:871. The event was reported to have occurred during patient therapy, where it is unknown if therapy was stopped. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.